Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced vomiting, upset stomach and aching bones. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.